Manufacturer narrative:
As reported, the 3dmax light mesh edge strip was torn. A provided image shows the mesh to be contaminated with blood and tissue from attempted use. An additional photo appears to show the mesh having been placed back into the product packaging after having been decontaminated. Based on photos provided the mesh was handled and an attempt was made to implant. The mesh is clearly contaminated with blood and tissue from the attempted use. The most probable root cause is inadvertent damaged from use while attempting to place the mesh. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. The precautions section of the instructions-for-use states, "use an appropriately sized trocar to allow mesh to slide down the trocar with minimal force.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during laparoscopic hernia repair procedure on (B)(6) 2024, when the surgeon opened the inner packaging of the 3dmax light mesh, he found that the outer edge strip of the patch was damaged. As reported a 12mm trocar was used for the procedure. The mesh was discarded, and a new mesh was opened and used to complete the procedure. There was no reported patient injury.